Event description:
It was reported that a patient wanted her device removed. The reporter stated that the device quit two to three years ago and the patient had pain around the device site in her upper right hip. It was reported that with the device the patient "could not do anything." The reporter stated that the patient felt a pulsating pain into her back and tailbone and down her leg into her foot. It was noted that the device was off and "had been off forever." The reporter stated that the patient was sure the device battery was dead. It was reported that the device worked for a year. It was noted that the patient still "wet herself" and had accidents. The reporter stated that the device was pushing through the skin and could be seen through the patient's skin. It was reported that the patient went to the hospital and they were not familiar with the device and did not want to touch the implant. It was reported that a patient likely wrote something down wrong "because she was in so much pain." Two days later it was reported that there was a loss of therapeutic effect and the device worked great for the first year but after that it stopped working. The reporter stated that the device was off and had been off for years. The patient had sensitivity around the implant area and when the patient went from a sitting position in her bed to lying down it felt like the device was "going to flip." The patient lost about (B)(6) since the implant. It was reported that the device caused the patient's foot to turn into her body. The patient couldn't ride a bike, motorcycle, or horse because it was too painful. It was noted that the patient had an appointment with her doctor the day of the report.

Event description:
Additional information received reported the cause of the event was due to the "wire that had come loose" or "disconnected." The event was attributed to the lead. A complete system removal was reported. The removal procedure was done with "no problems." No hospitalization was reported and the patient outcome was listed as no injury.

Manufacturer narrative:
Product ID: 3095-10 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3093-28 lot# j0437154v, implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot # j0437154v, implanted: (B)(6) 2004, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).